Event description:
The interior and exterior of the gloves appear as if it has been melted by the sun. The fingers and interior of the gloves are found stuck together, and when one inserts hand, it immediately tears.